Event description:
Related manufacturer reference number: 3006705815-2021-00582. During the patients ipg replacement procedure the lead was found to be fractured. As a result, the lead was explanted and replaced along with the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.